Manufacturer narrative:
No button error alarm was noted during failure analysis. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that a button error alarm occurred. The customer's blood glucose level was unknown. It was explained to the customer that the insulin pump will need to be replaced. It was advised to the customer to discontinue use of the insulin pump and revert to a back-up plan per health care professional¿s instruction. The device will be returned for analysis.